Event description:
It was reported that the arterial pressure (ap) was missing in transducer and very low in monitor. As a result, the pump was switched off the pt and the signals were good. Action taken: unable to reproduce. In transducer did not see numbers, but trace was on screen. Cal & zeroed transducer and numbers and trace matched. Replaced front end printed circuit board due to missing number. Ran pump with ap trigger, using both high & low ap; signal did not very. Monitor jacks all check good. Performed functional checks - pass. Performed electrical safety test - passed.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.